Event description:
It was reported that the female connection for atrial pacing is damaged. The case is also cracked and damaged and is missing the left hook. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower cases were broken, one side bail cover and bail were missing and the atrial output connector was broken. It was also noted that the ring cover was broken and the lead flex cover was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.